Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the sentrant device. The exact size of the device is unknown. Survey results from a vascular surgeon in practice 16 years, who has used the device 150 times in total, of which 30 of those times were in the last 12 months. During use of the sentrant, the following complication was encountered; blood loss/bleeding (4) , hematoma (4), infection (1). The bleeding events all occurred within the last 12 months and the physician assessed these events as related to the device itself and not to procedure. The hematoma and infection events all occurred in the last 12 months and the physician assessed none of these as not related to the device itself. It was reported that of the events assessed as related to the device itself i.e the blood loss/ bleeding events, none of these were reported to medtronic. The physician assessed the blood loss/bleeding events as not at all concerning. The physician was aware that blood/loss/bleeding was a potential complication that was noted in the IFU (instructions for use) of the device. The physician reported that for the blood loss/ bleeding events, that it is inherent in the use of this sheath. Bleeding caused by sheath luxation and it could be said that the sleeve should have been fixed better: manually or with a fixative suture. So related to the use but inescapable and not serious. Blood loss also very limited, never more than 100 cc. Clinically irrelevant. The physician has the opinion that the sentrant has performed as expected according to the instructions for use (IFU). No further information has or will be provided.